Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g1, h6.

Event description:
Affected side is right.

Event description:
Healthcare professional reported "rupture" confirmed by ultrasound. This record is for the left side. Device remains implanted and it is unknown if the device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2; a4; b3; b5; d4; d6b; h6.

Event description:
Device has been explanted.